Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a portion of the detector block was intermittently dropping out. There was no patient present.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3,h6): manufacturing representative went to the site to test the system,detector was replaced. Original issue was that first detector could not acquire any images or offsets. New detector had a large ring artifact in the spin, followed by a 2d image with a block of the detector missing. Reboot of system cleared the issue but replaced detector proactively. All testing passed. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. "Detection issues." Installed detector panel in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No issues detected. Codes: b01,c02,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.